Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Conclusion: the device switched to standby mode because of a wrong management of internal data upon aida programming: aida was not programmed at the time an attempt to store threshold data was done, which led to the switches to standby mode. This inadequate management will be corrected in the upcoming version of programming software (B) (4). There is no safety issue, and the device can remain implanted without further action.

Event description:
After the implantation of the device involved in this report, device checks were performed. Communication errors were encountered during tests. Upon interrogation with another programmer, the device was found to be operating in standby mode. Device re-initialization was performed successfully. But, again, communication problems prevented normal communication with the implant. On (B) (6) 2008, the patient came back to the hospital for a follow-up: the implant was found in standby mode. Implant re-initialization was performed again.